Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0w7ga, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 29-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their first ins had been replaced due to normal battery depletion but that their second one hadn¿t been. The patient reported that they thought there had been something wrong with the lead but they didn¿t really remember any details to this reported event because they had been very sick during that time. There were no further complications reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va0w7ga, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient indicated that their device was still implanted, but was turned off. No further updates were provided.